Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It could not be confirmed that the output connector assembly was not working. It was indicated that a display wire was punched but the insulation was not compromised. It was also indicated that two case screws were contaminated. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had bad atrial and ventricular ports and was not working correctly. The epg was returned for service. There was no patient involvement.